Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a malfunction of repeating lines on display was confirmed by service. The cause of the reported condition was determined to be a faulty main display. The main display was replaced to fix the reported condition. Additional information: baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Additional inforamtion: this involved a remediated colleague 2006 infusion pump with user interface module master software version 6.13.90.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with repeating lines on the display. This condition had the potential to interrupt delivery. This condition was found upon power up. The facility representative stated that there was no patient involved and there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available. The user interface module master software version is unknown at this time.